Event description:
Caller reported a tandem mobi cartridge alarm, which occurred during the load process. There was no adverse impact to the customer's blood glucose level. The issue was confirmed by technical support, who noted a non-resettable malfunction code following two cartridge alarms. As a result, technical support decided to replace the pump. Customer reverted to an alternative method of insulin therapy.